Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could no be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the fluorostar system had a delay in the image processing function. No pt injury was reported.